Manufacturer narrative:
Correction: h6 - health effect - impact code should have included "prolonged surgery".

Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that right atrial (ra) lead was difficult to be placed in the right atrium. Upon fixation the lead had dislodged. Repositioning attempts were made and observed that the helix was not able to be retracted. The lead was removed from the body and noted tissue/clot in the helix. The lead was ultimately not used and replaced with new lead during the procedure. Patient condition was stable.

Manufacturer narrative:
The reported events were helix mechanism issue and unable to implant. As received, a complete lead was returned in two pieces. The reported event of helix mechanism issue was confirmed. Visual examination noted the helix was extended and clogged with blood/ tissue. X-ray examination did not find any anomalies. After cleaning the helix and cutting the lead, the helix was able to retract and extend by applying torque directly to the inner coil. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue.